Event description:
It was reported that during a stenting treatment procedure, stent fracture occurred. The target lesion was located in a unknown bifurcated artery. The 3.0x20mm promus element stent was implanted, a second stent was advanced to attempt to treat the bifurcated lesion and the implanted promus element stent was fractured. No serious patient injury occurred, however patient was taken to surgery. No additional information has been provided.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).